Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and cine bridge pcb assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a cine disk unavailable error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the unit's cine disk was unavailable and cine would not work. The fse could not determine a single root cause of the issue. The fse replaced the cine bridge board and cine drive, formatted the unit, then verified system functionality. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.